Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with mild chronic inflammation') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, abnormal uterine bleeding, rash and dysmenorrhoea. Previously administered products included for an unreported indication: glucosamine complex-lu.sm, ibuprofen 800 mg tablet s10 and prenatal vitamins tablet 28-0.8 mg. Concurrent conditions included salpingitis isthmica nodosa. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and salpingitis to be related to essure. The reporter commented: trailing coils: left: 4 coils right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left fallopian tube is patent. Peritoneal spill is demonstrated. Adequate placement of essure implants. No evidence of tubal patency on right.. Pathology test - on (B)(6) 2020: microscopic diagnosis: a. Left fallopian tube, laparoscopic salpingectomy: fallopian tube with fibrosis and minimal chronic inflammation. Essure coil (received separately). B. Right fallopian tube, laparoscopic salpingectomy: fallopian tube with fibrosis, mild chronic inflammation, and focal changes reminiscent of salpingitis isthmica nodosum (and-or old follicular salpingitis). Essure coil (located within the tubal lumen).. Batch no c40063 production date 2014-04-01 expiration date 2017-04-30 most recent follow-up information incorporated above includes: on 29-nov-2021: medical record received : previously reported event "injury" updated to "fallopian tube with mild chronic inflammation", event "chronic pelvic pain and dyspareunia added", reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with mild chronic inflammation') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, abnormal uterine bleeding, rash and dysmenorrhoea. Previously administered products included for an unreported indication: glucosamine complex-lu.sm, ibuprofen 800 mg tablet s10 and prenatal vitamins tablet 28-0.8 mg. Concurrent conditions included salpingitis isthmica nodosa. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and salpingitis to be related to essure. The reporter commented: trailing coils: left: 4 coils right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left fallopian tube is patent. Peritoneal spill is demonstrated. Adequate placement of essure implants. No evidence of tubal patency on right. Pathology test - on (B)(6) 2020: microscopic diagnosis: a. Left fallopian tube, laparoscopic salpingectomy: fallopian tube with fibrosis and minimal chronic inflammation. Essure coil (received separately). B. Right fallopian tube, laparoscopic salpingectomy: fallopian tube with fibrosis, mild chronic inflammation, and focal changes reminiscent of salpingitis isthmica nodosum (and-or old follicular salpingitis). Essure coil (located within the tubal lumen). Batch no c40063 production date 2014-04-01 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-dec-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.